Manufacturer narrative:
Based on the customer's claim against the product, an investigation is in progress to determine the cause of this reported event. Intuitive surgical, inc. (Isi) has not received the product for evaluation. A review of the system and device logs for the provided procedure date could not be completed at this time, due to insufficient event information. A start time for the procedure in question was not provided. A procedure utilizing the instrument with the provided lot number could not be found in the logs.

Event description:
It was reported that during a sleeve gastrectomy procedure, while using a sureform 60 stapler instrument loaded with a white sureform 60 stapler reload, there was no hemostasis. The patient sustained an unspecified injury. The procedure was completed with a different unspecified da vinci instrument. Further details regarding the event, any medical and/or surgical interventions required, and the patient's status are currently unknown. Intuitive surgical, inc. (Isi) contacted the site for additional information; however, at the time of this report, no further details have been provided.